Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the flow sensor was visually inspected and found that it had contamination inside the flow sensor causing it to fail. The solenoid valve was placed on multifunctional testing for aecm verification and failed. Internal contamination of the solenoid valve caused the failure are service. Both the flow sensor and solenoid valve have been scrapped.